Manufacturer narrative:
Device evaluation: the complaint device was returned for evaluation. Visual inspection of the returned device revealed a white particle suspended in the ophthalmic viscosurgical device (ovd) inside the cartridge. The lens was advanced out of the injector by pushing the plunger forward. The white particle was observed enclosed in the folded lens. Once the lens was unfolded, the particle was obtained and observed under the microscope. It was noticed that the solid particle color matches the color of parts of the device subassembly. The device insertion system was disassembled in order to verify the possible origin of the particle. During the disassembly, it was noticed that the nut, thread lock preloaded twist inserter were damaged since there are four locations with chipped edge. A portion of the preloaded plunger was found broken off the matching broken off part. The reported issue was verified in the returned sample. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. Based on the historical complaint data review, a product deficiency was identified.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: not applicable, lens was not implanted. If explanted, give date: not applicable. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a foreign substance in the injector of a preloaded insertion system, model pcb00. There was no patient contact. No further information was provided.